Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and cyst ("cysts"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and cyst outcome was unknown. The reporter considered abdominal pain, cyst, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/bilateral pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine and oral contraceptive nos. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge") and panic attack ("psychological or psychiatric problems : increased panic attacks"). In (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), cyst ("cysts"), skin irritation ("allergic or hypersensitivity reaction type: skin irritation"), dry skin ("dry patches on face"), depression ("psychological or psychiatric problems condition: increased depression"), anxiety ("anxiety") and rash pruritic ("rashes or skin conditions type: unknown itchy rashes in patches"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, skin irritation, rash, depression, anxiety, rash pruritic and fatigue had resolved and the genital haemorrhage, dyspareunia, cyst, vaginal haemorrhage, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, panic attack, pelvic pain, rash, rash pruritic, skin irritation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 165 kgs. Hysterosalpingogram - in (B)(6)2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. New reporters added. Plaintiff demography added. Implanted and explanted date updated. Lab data added. Concomitant medication added. Events: menorrhagia, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: skin irritation, rashes, dry patches on face, psychological or psychiatric problems condition: increased depression, anxiety, rashes or skin conditions type: unknown itchy rashes in patches, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, psychological or psychiatric problems : increased panic attacks were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, obesity, fatigue, mood swings and headache. Concurrent conditions included uterine fibroid, ovarian cyst and hair loss. Concomitant products included alprazolam, fluoxetine and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced skin irritation ("allergic or hypersensitivity reaction type: skin irritation"), rash ("rashes"), dry skin ("dry patches on face"), rash pruritic ("rashes or skin conditions type: unknown itchy rashes in patches"), vaginal discharge ("vaginal discharge") and panic attack ("psychological or psychiatric problems : increased panic attacks"). In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2015, the patient experienced fatigue ("fatigue"). In july 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), cyst ("cysts"), depression ("psychological or psychiatric problems condition: increased depression") and anxiety ("anxiety"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, skin irritation, rash, depression, anxiety, rash pruritic and fatigue had resolved and the menorrhagia, genital haemorrhage, dyspareunia, cyst, vaginal haemorrhage, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, panic attack, pelvic pain, rash, rash pruritic, skin irritation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons : removal of tubes: including essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 165 kgs. Hysterosalpingogram - in october 2014: total bilateral occlusion; on (B)(6) 2014: correct placement of the essure device bilaterally bilateral tubal occlusion. Pathology test - on (B)(6) 2013: dysmature, early third trimester, singleton placenta, 253 grams weight, with: 1. Acute chorioamnionitis. 2. Three-vessel umbilical cord, no evidence of funisitisivasculitis. 3. Dysmature chorionic villi, negative for villitis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, anxiety batch no b93872 production date 2013-10-04 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, obesity, fatigue, mood swings and headache. Concurrent conditions included uterine fibroid, ovarian cyst and hair loss. Concomitant products included alprazolam, fluoxetine and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced skin irritation ("allergic or hypersensitivity reaction type: skin irritation"), rash ("rashes"), dry skin ("dry patches on face"), rash pruritic ("rashes or skin conditions type: unknown itchy rashes in patches"), vaginal discharge ("vaginal discharge") and panic attack ("psychological or psychiatric problems : increased panic attacks"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), cyst ("cysts"), depression ("psychological or psychiatric problems condition: increased depression") and anxiety ("anxiety"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, skin irritation, rash, depression, anxiety, rash pruritic and fatigue had resolved and the genital haemorrhage, dyspareunia, cyst, vaginal haemorrhage, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, panic attack, pelvic pain, rash, rash pruritic, skin irritation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons : removal of tubes: including essure coils diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 165 kgs. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: correct placement of the essure device bilaterally bilateral tubal occlusion. Pathology test: on (B)(6) 2013: dysmature, early third trimester, singleton placenta, 253 grams weight, with: 1. Acute chorioamnionitis. 2. Three-vessel umbilical cord, no evidence of funisitisivasculitis. 3. Dysmature chorionic villi, negative for villitis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, anxiety most recent follow-up information incorporated above includes: on 6-sep-2019: mr received: lot number, reporters, medical history and concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.